Manufacturer narrative:
Evaluation of the device is expected; a follow up report with evaluation results will be submitted.

Event description:
Vascular intervention case to treat in stent restenosis. The physician began the procedure by using the turbo-tandem to create a pilot channel through the vessel. After the first pass, the catheter was noted to be fine with no issues. The turbo-tandem was prepped again and used for a second pass; again the catheter looked fine with all markers visibly in place. The physician then chose to let the interventional resident make the third pass with the turbo-tandem. The resident met resistance approximately ¾ of the way through the lesion and continued to try and advance the device before being stopped by the physician. Upon evaluation of the device, the tip was noticed to have been missing and appeared melted. No evidence of the device tip was found within the patient's body and was described to have "vaporized" by the physician. According to the physician he informed the resident that if you meet resistance with a device that has been working well in the case you should never push it forward or try to advance as it is the anatomy of the patient (such as a ledge or a flap) that may be causing the resistance. No adverse effect on the patient was observed and the patient was discharged in good health as per the operative plan.

Manufacturer narrative:
Visual observation noted a kink 36 inches from the coupler and the distal marker band is missing with evidence of ablation on the remaining portion. The device was working properly and as expected when the first doctor used the device. The doctor handed the device off to an interventional resident who had never used the product. This is when the issue is believed to have taken place; the doctor then corrected the resident's technique and taught him how to properly use it. The lhr review found no issues or non-conformances related to the event. Patient's sex, age, weight, medical history and pre-op labs/tests provided.